Manufacturer narrative:
No sample was returned for eval. The sample was retained by the reporting facility. The reporting facility could not identify the product catalog number or provided the product sample, therefore, we are unable to determine the MFR of the wound drain. The instructions for use state the following precautions to avoid the possibility of drain damage or breakage: "additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gentle by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks".

Event description:
Pt underwent c-section in 2009 and a j-p drain was placed intraoperatively. Five days later, during attempted removal the catheter broke leaving the remaining portion inside the pt. The pt required removal of this portion of the catheter in interventional radiology the following day.